Event description:
Customer reportedly received result of lo (less than 0.6 mmol/l) on compact plus system 1 and result of 15 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 208028, expiration date 11/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.